Manufacturer narrative:
The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked end cap, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer's spouse reported via phone call that their insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.